Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right atrial lead exhibited failure to sense and high pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.

Manufacturer narrative:
Previously reported as a product return but should be actually no product return and h6 should have been coded for device not returned for analysis.